Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, improper placement of the device and occlusion of the device or native vessel.

Event description:
On (B)(6) 2020, a patient underwent a treatment of abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis. When the rlt261414j was placed, the right internal iliac artery was partially covered unintentionally. No additional intervention was performed. The patient tolerated the procedure. It was reported that while the physician attempted to push up the rlt261414j, the aorta was also pushed up, making it impossible to reposition the graft away from the right internal iliac.